Event description:
It was reported that a tvt procedure was performed on 6/24/99. On 7/9/1999, the pt returned to the ER where a hematoma was observed on an ultrasound. The tvt tape was located below the hematoma. The pt was referred to a urologist who put a stent in the ureter to drain the hematoma. The urologist determined that the hematoma was infected and adminstered oral antibiotics to the pt.